Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the ok and down arrow buttons were intermittently responding and during the call the keypad was just noted to be peeling at the ok button. The reporter denied any moisture exposure or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: the keypad is peeling at the ok button. All of the keypad buttons respond properly. Removed the keypad and found contamination under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.